Manufacturer narrative:
B.5. Describe event or problem: it was reported that before using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes two hundred seventy-five (275) tubes had foreign matter in the tube and six hundred forty-four (644) had air bubbles in the gel. There was no report of impact to the patient or user.

Event description:
It was reported that before using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes two hundred seventy-five (275) tubes had a foreign matter in the tube and six hundred forty-four (644) had air bubbles in the gel. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 89 retention samples from bd inventory were evaluated by visual examination and the issue relating to air bubbles in gel was observed. No foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode air bubbles in gel. Bd was not able to identify an exact root cause for the indicated failure mode. This complaint is unable to be confirmed for the indicated failure mode foreign matter in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use the the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes had foreign matter in the tube and air bubbles in the gel. There was no report of patient impact.